Manufacturer narrative:
The reported events of failure to sense and failure to capture were confirmed. As received, a complete lead was returned in one piece with the helix found partially extended. Final analysis found over-torqueing of the inner coil consistent with procedural damage. The cause of the reported events was shorting between conductors due to over-torqueing of the inner coil. No other anomalies were found.

Event description:
It was reported that the patient presented during implant procedure. Upon interrogation, it was noted that the right ventricular failed to sense and failed to capture. The procedure was completed using an alternate lead on 9 nov 2021. The patient was in stable condition.